Manufacturer narrative:
(B)(4) has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During the patient event on the (B)(6) 2023, the autopulse platform (B)(6) displayed user advisory (ua) 45 (not at "home" position after power on (restart) error message. The patient was placed on the board. The platform was turned on and the message on the screen stated "user advisory check lifeband". The autopulse lifeband was fully pulled up and was confirmed to not be twisted. The unit was switched on and off, there was no option to reset. The lifeband was inserted correctly and visibly looked ok. There are three members of the mdt who are senior and experienced with the autopulse but they couldn't get it to work. The only thing they didn't do was remove the band and reinsert, but this was because the consultant felt that the patient's downtime had been too long, and they decided to stop the resuscitation event. The patient sadly died but the consultant has confirmed that this was not due to the autopulse platform. After the call, the customer turned the autopulse platform on, and it displayed (ua) 45. The lifeband was removed, and it appeared to have been inserted correctly. When the customer reinserted the lifeband and turned the autopulse on, the error message was cleared (this was a different lifeband to the one used in the cardiac arrest). The customer then proceeded to put a resuscitation doll on the autopulse and tested the different functions; 30:2 to continuous, stop, start etc. The only thing that was noted was that the board intermittently would not let the customer pull the bands up when the autopulse was on pause.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the archive review. The complaint that the board intermittently would not let the customer pull the lifeband up was also confirmed during functional testing. During the archive review, multiple (ua) 45 (drive shaft not at home position) error messages were observed around the event date. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position." The error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate and exhibited binding and resistance. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, possibly attributed to wear and tear. This likely caused difficulty for the user to pull up the lifeband completely. The last documented service was performed in july 2018. The platform was manufactured in 2011 and is over 13 years old, past the service life of 5 years. During visual inspection, unrelated to the reported complaint, the front enclosure had a crack/split. The observed physical damage appeared to be the characteristic of user mishandling. The front enclosure will be replaced to remedy the damage. A review of the archive data showed multiple (ua) 45 errors: thus, confirming the reported complaint. Unrelated to the reported complaint, the archive also shows (ua) 12 (lifeband not detected). The autopulse platform passed the initial functional testing. The platform was tested for 45 min with the normal manikin in 30:2 and continuous compression mode, 45 min with the lrtf (large resuscitation test fixture) manikin in 30:2 compression mode, and for 30 min with the lrtf manikin in continuous compression mode without issue. The platform also passed the load cell characterization test. Related to the (ua) 45, the encoder drive shaft did not rotate smoothly, confirming the reported complaint of difficulty pulling up the lifeband. The dirty clutch area and clutch plate will be cleaned/deburred to remedy the complaints. The (ua) 12 observed in the archive was not reproduced. The lifeband clip detect switch was checked and verified to be operating correctly. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported issue and there were no similar complaints reported for autopulse platform with sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.